Manufacturer narrative:
Block h6: device code a010402 captures the reportable event of stent migration. Patient code e2401 captures the reportable event of minimal harm to the patient.

Event description:
It was reported that a percuflex plus ureteral stent was implanted in a patient some time in (B)(6) 2025. Following the procedure, a stent removal procedure was performed. It was noticed that the stent migrated from the bladder up to the left kidney causing minimal harm to the patient. There was no information on what have completed the procedure and there were no other patient complications reported.